Manufacturer narrative:
Continuation of concomitant. Model: ddbb1d1, ICD; implanted: (B)(6) 2017.

Event description:
It was reported that the patient presented to the emergency department (ed) and a remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right atrial (ra) lead was undersensing. The lead remains in use. No patient complications have been reported as a result of this event.